Event description:
It was reported that bd connecta plus3 blue had connection issue (B)(6) 2025 emergency intensive care unit patient was admitted to the hospital due to loss of consciousness for 30 minutes, (B)(6) 2025, the patient's blood pressure was 82/57, following the doctor's instructions to apply heavy tartaric acid desiccated thyroxine injection composed of liquid at 10ml/h using infusion with a tee connected to the indwelling needle continuously pumped, when opening the infusion with a tee, connected to the indwelling needle screw joints directly fall, immediately replaced with a new infusion with a tee when opening the infusion tee, the screw connector connecting the needle fell off, and the new infusion tee was replaced immediately.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.